Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found surgeon side console (ssc) nodes not installed during dut install. Fse programed system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the personality module surgeon console (pmsc) and personality module vision acquisition (pmva).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) error 297 at startup. Tse log review shows 297 reporting from personality module surgeon console (pmsc) and personality module vision acquisition (pmva). The customer hard power cycled; however, the errors persisted. The procedure was aborted with no patient involvement.